Event description:
The pt underwent a circumferential liposuction procedure on the thighs utilizing a suction lipoplasty system. Physician reports dimpling on the anterior lateral portion of the thigh. Physician has decided on a more long term approach for treatment.